Event description:
During maintenance on the device, loose screws were observed within the pump module housing. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.